Manufacturer narrative:
Additional information was added to h6. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor "sprayed" immediately after pulling out the needle after adding chemotherapy medication. This occurred in the dispensing room before treatment. There was no patient involvement. No additional information is available.